Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server all patients were being automatically discharged on pyxis, even though they remained active in meditech. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a large number of patients were found discharged in pyxis despite remaining admitted in meditech. A technical support specialist (tss) confirmed that no admit discharge transfer (adt) discharge messages were received from meditech or carefusion coordination engine (cce), ruling out an interface or system generated event. Analysis of the adt encounter snapshot showed that approximately 28,000 30,000 encounters were discharged and all were attributed to a single user account, user identification which had multi facility access and permission to discharge patients. Testing in a controlled environment reproduced the behavior and confirmed that the application allowed mass discharge using the standard select all and discharge now functionality. The issue was therefore determined to be the result of a manual user action, not a software defect, system issue, or interface failure. Findings were communicated to the customer, mitigation options were discussed for patients outside the undo window, and the customer confirmed the case could be closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all patients were being automatically discharged on pyxis, even though they remained active in meditech. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.